Event description:
It was reported that the 3.0x18mm xience xpedition stent delivery system (sds) failed to cross the lesion in an unspecified artery and the shaft bent. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. The xience xpedition sds was returned with the shaft separated into 2 pieces. Follow-up information received from the account stated that the shaft bent during the procedure, and that there were no adverse patient effects. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and the proximal shaft was noted to be separated. An attempt was made to follow-up with the site regarding the separation; however, no additional information was known regarding the separation. The reported bent/kinked damage was able to be confirmed. The failure to advance was unable to be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint database revealed no other similar incidents reported from this lot for bend or kinks. Based on the reviewed information, no product deficiency was identified.